Event description:
Caller reported intermittent malfunctions on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy.